Manufacturer narrative:
The report of the needle not extending, and coming out the side of the sheath was confirmed. The evaluation of the returned injection gold probe found the catheter sheath perforated. The catheter sheath and the internal hypotube were broken, and one of the fractured ends had come out the side of the sheath. As a result of this issue, the needle does not extend after actuation of the handle. The most probable root cause is considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used for hemostasis in the gastrointestinal tract. According to the complainant, the physician attempted to advance the needle of the injection gold probe device out of the catheter to inject adrenaline to stop the bleeding, but the needle would not come out of the catheter. When the nurse took the device out of the scope, it seemed the needle had perforated the catheter sheath, and had come out the side of the sheath. The procedure was completed with another device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6), 2011. The needle was still protruding the sheath, when the injection gold probe device was removed from the scope; there was no damage to the scope.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used for hemostasis in the gastrointestinal tract. According to the complainant, the physician attempted to advance the needle of the injection gold probe device out of the catheter to inject adrenaline to stop the bleeding, but the needle would not come out of the catheter. When the nurse took the device out of the scope, it seemed the needle had perforated the catheter sheath, and had come out the side of the sheath. The procedure was completed with another device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.